Event description:
Information was received which indicates that the patient's lead had extruded and part of the generator was visible as well. It was later determined that the patient caused this extrusion due to their behavior of picking at the generator incision site. According to the treating physician the patient who is mentally delayed picked at the generator incision site after their replacement surgery which lead to the poor wound healing and ultimately the extrusion of the lead and generator. The physician believed that the motivating cause of this behavior was the pain that the patient was experiencing. Since the patient had manipulated the lead an impedance issue occurred. The patient underwent revision surgery to re-insert the extruded lead. Antibiotics were preventatively prescribed to prevent an infection from occurring. The patient's device has since been programmed on and appears to be delivering therapy. The high impedance was corrected by re-inserting the lead. No other relevant information has been received.

Event description:
Clarification was obtained regarding the re-implant surgery. The physician reconnected the lead pin in the generator and placed the extruded lead back into the patient. Information was received which indicates that the lead impedance prior to the patient manipulation was within normal limits. No other relevant information has been received to date.